Event description:
A clinician contacted dexcom technical support on (B)(6) 2012 to report that upon removal of sensor from trial patient on (B)(6) 2012, the wire remained protruding from sensor insertion site. The patient's mother was able to remove the wire from patient's skin. At the time of the call to technical support, patient was in fine condition. Patient's mother reported no discomfort.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.